Event description:
It was reported that a physician's (B)(6) handheld device was not functioning properly. The physician stated the progress bar would move across the screen during interrogation, however, it would not ever complete interrogation. The physician stated that this has occurred in the past but appears to be occurring more frequently recently and she would like to have the handheld replaced. A replacement handheld was sent to the physician and the (B)(6) in question has been returned to the manufacturer. Product analysis has not been completed at this time.